Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. It was reported that the customer engineer noted that chiller temperature (t4) was not dropping in temperature. Per additional information received, device was used on patient and patient was fine. No additional response from customer. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use under baw2800548, rev. 1 (operators manual) and baw2800424, rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions can be taken at this time. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer engineer noted that chiller temperature (t4) was not dropping in temperature. Per review of wo on (B)(6) 2025, device was used on patient and patient was fine.

Event description:
It was reported that the customer engineer noted that chiller temperature (t4) was not dropping in temperature. Per review of wo on 06jun2025, device was used on patient and patient was fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.